Event description:
International affiliate advised that proceed mesh was used to correct a recurrent hernia. The attending made a 3.0 cm slit in the mesh during implantation. The pt began to convulse violently due to an error in anesthesia. The surgeon heard an uncharacteristic noise and re-explored the patient upon stabilization of the patient. Attending determined that the mesh tore from the slit created during implantation. The initial tear was sown and an onlay of prolone mesh was placed. Current status of the patient is reported as well.